Event description:
It was reported a speaker malfunction from the device. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and the customer confirmed that the issue was fixed by himself. It is not known how the problem was solved. It is unknown if there was still sound coming from the device.the customer's issues was resolved. No further information how the issue was solved was not provided by the customer. No further investigation or action is warranted at this time. The alleged malfunction was fixed by the customer.